Event description:
The customer reported a drive tube leak/break that occurred during a treatment procedure. Issue started on: (B)(6) 2013. Treatment restarted: no. Customer called in to report a drive tube break at the upper portion of the drive tube. Customer stated that the lower portion was still in the centrifuge arm but the upper portion broke and came free. This occurred at approximately 1000ml whole blood processed. Customer reporting blood/blood products all over the inside of the centrifuge as well as the top of the pump deck. Customer aborted the treatment and no blood/blood products were returned to the pt. Associated procedure kit: kit type: clxusa. Kit lot number: a330. The kit was requested from the customer site for an investigation. Incident had already occurred when the customer called in. There were no reports of exposure to biohazardous fluids. Customer stated that the pt was stable. The pt was given one unit of packed red blood cells and 6 units of platelets (platelet count was 20 pre treatment) as an out pt procedure. The customer added that the instrument was set in double needle mode during the treatment procedure.

Manufacturer narrative:
This has been determined to be a reportable event based on the fact that the medical professional at the customer site administered an unplanned transfusion to the pt as a direct result of this event. (B)(4).